Event description:
On (B)(6) 2012, a gore viabahn endoprosthesis was deployed into the iliac artery of a pt. It was reported to gore that the distal tip of the catheter delivery system detached upon deployment of the device. The device was deployed and the catheter was removed. The detached distal tip was retrieved using a snare. Predilation had been performed in a heavily calcified vessel before the device was placed. The pt did not suffer any adverse event from device failure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The gore viabahn catheter was returned and inspected. There was no deployment line, distal tip, knob or endoprosthesis returned. There was approximately 1 mm of distal shaft remaining. The distal shaft appears broken. Our investigation was inconclusive as to the exact cause(s) for the reported issue. An imaging eval is currently in process.